Manufacturer narrative:
The investigation for the console (aic) self check issue has been completed. The console data log showed a communication issue with the pbm (power battery manager) during the initial bootup, with error messages "sau_ser10 cmd seq.101 timeout. Reply err and sem_post" and "post: path1/dev/name/local/sau_powermod_1 failed". Due to the communication issue, the aic console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. The console was returned for evaluation and the reported failure mode was reproduced during testing. Upon bootup, the console rebooted automatically and showed the "system self check failure" screen. Visual inspection confirmed the pbm contamination. The root cause of the "system self check failure" was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. Added- d9 device return date, h6 impact code 4629.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the automated impella controller was being prepped for patient use and there was a system self-check error. Medical staff replaced the console. No patient harm has been reported.